Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: two (2) photos were provided by the customer for investigation. Both photos show an unshielded needle assembly. There is white foreign matter (fm) on the needle towards the tip of the needle. Based on the photos provided the white foreign matter cannot be identified. Therefore, a root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Investigation conclusion: a complaint history check was not able to be performed as the lot number was not known. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Root cause description: based on the photos provided the white foreign matter cannot be identified. Therefore, a root cause cannot be determined. Rationale: based on the photos provided it appears that there is white foreign matter on the needle tip. However, the white foreign matter cannot be identified; therefore, a root cause cannot be determined. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It has been reported that the bd¿ needle filter blunt fill 18x1-1/2 has been found containing foreign matter before use. The following has been provided by the initial reporter: the customer complains that there are white stains on the cannula tube, possibly remains of the epoxy adhesive. The defect was discovered before using the cannula. The patient is not affected.